Event description:
It was injected with botox in the middle between my brows and also had restylane into the apples of my cheeks. Since I have felt sickly. I had to lay down for 2 days after the injections. I feel dizzy, nausea, flu like, and my right cheek is severly bruised and feels very painful. I feel anxiety and generally ill. Diagnosis or reason for use: loss of fat in the cheeks. My face hollowed with age.